Event description:
A cartridge change error was reported in the insulin pump. There was no adverse impact to the customer's blood glucose level. The customer was able to resolve the issue by loading a new cartridge, completing the tubing fill process, and resuming insulin delivery during the call with technical support.